Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper lever) could not be determined. The investigation determined the material separation of the gripper cap and gripper lever latch appear to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report material separation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was inserted and advanced into the left atrium (la). Testing was performed, but one of the gripper lever caps detached. The blue latch was moved to independent grasping; however, the additional gripper cap detached. Since both gripper caps had detached, the blue lever eventually detached as well. The physician decided to continue with the procedure without the caps. The clip was successfully deployed; however, it was noted that the grippers were difficult to lower. The clip was successfully deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.